Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/21/2023, it was reported by a sales representative via sems that an ar-611-4 tibial impactors plastic foot broke. This occurred during a case, the broken piece was retrieved and the case was completed. There was no additional information provided.

Manufacturer narrative:
The complaint allegation is confirmed. Per the event description, it was reported by a sales rep via email that an ar-13995n scorpion-multifire needle broke off in the patient while being used with a side loading scorpion. It is concluded that the ar-13995n scorpion-multifire needle broke off. The most likely cause for the reported failure is a user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.